Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular lead threshold increased spontaneously, the r-wave was noted to be low, and a fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed and no anomalies were found it was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead was extrinsically bent, the overlay tubing of the lead was extrinsically melted but not breached, and the visual summary analysis of the lead indicated apparent explant damage. Analysis comments stated that the lead was thoroughly analyzed electrically and visually in an attempt to find an explanation for the ¿increased threshold and possible fracture¿ described in the event. There were no anomalies observed that would contribute to the high impedance and possible fracture. Results for all electrical testing were within specified parameters. Dried tissue/body fluid in the sleevehead prevents the helix from extending and retracting. This is not a lead failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.